Event description:
It was reported that alarm 9 occurred, prompting concern. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Initially unable to reload the original cartridge, the customer was later able to load a new cartridge and resume insulin delivery, resolving the issue.